Manufacturer narrative:
The received device had the cannula assembly fully deployed. A kink was observed in the distal end of the soft cannula. It is unclear when the kink occurred. The downloaded data shows no increase in pulse widths or signs of struggle during the run that would indicate a kink in the cannula or a failure of the pod to deliver insulin. No other defects or deficiencies were found during the investigation. Though the root cause was not specifically determined, during manufacturing there is a minimal probability of a process problem occurring. This is mitigated by extensive in-line and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 298 mg/dl while wearing the pod between 24 and 36 hours on the infusion site (arm). As treatment, patient administered a bolus and a new pod was applied.